Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned and a 30mm watchman closure device and delivery system (wds) was advanced and great resistance was noted. The wds was deployed. After recapturing, the tail end of the closure device was noted to be kinked. The 30mm wds was removed and exchanged for a new 30mm wds to complete the procedure.